Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states unit is making a loud vibrating noise. Unit is not alarming.